Event description:
Same case as MFR ID # 2134265-2012-03483. (B)(4). It was reported that following a stenting treatment procedure, patient experienced a myocardial infarction. In (B)(6) 2011, patient underwent percutaneous transluminal coronary angioplasty. The 3.0x12mm, 80% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 3.0x16mm taxus element stent was implanted resulting in 0% residual stenosis. A second 2.25x18mm, 75% stenosed lesion was located in the 1st diagonal (d1) artery. The lesion was pre-dilated and the 2.25x20mm taxus element stent was implanted resulting in 0% residual stenosis. One day following initial procedure prior to patient discharge, the patient experienced elevated troponin and a myocardial infarction was reported. ECG was performed and no ischemic symptoms were observed. No additional intervention was required to treat this event. Patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).